Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 200-240 mg/dl and 2 correction boluses were delivered. However, pump history did not show the completed boluses. Tandem technical support (cts) reviewed pump history and found that the boluses had not been successfully requested by the customer. Customer disagreed and declined to complete the system check by changing the infusion set site. Customer abruptly ended call with cts.